Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, the patient came to the procedure from the emergency department with an active bleed. During the procedure, the bands failed to deploy and the procedure was completed with another speedband superview super 7 device. Due to the excessive bleeding the patient was intubated and transferred to the high dependency ward post procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.